Event description:
The pt reported a therm 2 alarm on his newton cycler on (B)(6) 2012 during treatment. The pt reported that he was in the ER 3 weeks ago due to shortness of breath, being really swollen, and fluid in his chest. The pt stated he bypassed phases of his treatment because of the numberous alarms. Treatments were shortened which lead to hospitalization for fluid overload and uremia. During hospitalization he was advised to use stronger solutions (4.25%. 2.5%) upon discharge. The pt also mentioned he had scale alarm 9 and mid-drain alarm on unk occasions. The pt stated he had experienced the alarms due to the way he had the cycler tubing coiled. He straightened the tubing out and no longer had alarm issues.

Manufacturer narrative:
A medical review was performed on the available info and the cause of the event is undetermined no additional ill effects tot he pt. The pt was able to continue therapy. The actual device was not returned for evaluation and therefore, the reported event cannot be confirmed or replicated in field testing. An investigation of the device manufacturing records was conducted. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were found to be within specifications. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.